Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an unknown procedure, the device displayed an error code 4. Another instrument was used to complete the procedure with no patient consequence.